Manufacturer narrative:
(B)(4). This report involves a patient who experienced infection and cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The infection was manifested with cloudy effluent. The nature and cause of the infection was not reported. It was not reported if the patient was hospitalized for the infection. On an unreported date, the patient was treated with injections and was on unspecified medication for the infection. The outcome of the infection was not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.